Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on november 04, 2022.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and IV antibiotics (specific date not reported). This report is submitted on january 16, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced staph infection (specific date not reported). Additional information has been requested but has not been made available as of the date of this report. This report is submitted on december 14, 2022.